Manufacturer narrative:
The field service representative found the ise system was leaking and replaced an o-ring on the ise block. Calibration and qc were performed and were acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ise indirect gen.2 results for 13 patient samples from the cobas 6000 c501 module. Of the data provided, only the results for two of the samples were reportable malfunctions. Patient 1 initial sodium result was 139 mmol/l and the repeat results were 124 mmol/l and 125 mmol/l. The initial chloride result was 74.8 mmol/l and the repeat results were 86.9 mmol/l and 84.9 mmol/l. Patient 2 initial sodium result was 155 mmol/l and the repeat results were 137 mmol/l and 137 mmol/l. The initial potassium result was 5.82 mmol/l and the repeat results were 5.06 mmol/l and 5.04 mmol/l the initial chloride result was 88.2 mmol/l and the repeat results were 101.5 mmol/l and 99.1 mmol/l. The initial results were reported outside of the laboratory. There was no allegation of an adverse event.